Event description:
It was originally reported that the pt experienced severe back pain and burning sensation, which was located in the area between the neurostimulator and lead. The pt never experienced this before. The only way the pt felt the stimulation/tingling was when she was slumped over walking, not when standing straight up. Increasing the stimulation made the pain worse; therefore, the pt was not able to increase stimulation. The pt was also not able to lay on their back or left side due to experiencing so much pain. The pt was at home. The healthcare provider suspected that the pt was allergic to the coating on the device. The pt refused allergy testing and desired explant. The total device system was removed. No surgical complications were reported.